Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: unconfirmed as the failure could not be reproduced (reference: MDR number 3006260740-2019-03344)

Event description:
The device would shut off by itself and would not turn back on. The user would have to plug the device in to get it to reboot.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; after an hour, the scanner shuts down prematurely when ac power is not present. The root cause of the reported failure was identified as use related wear of the lithium ion battery. A history review of serial number (B)(6) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number (B)(6) are: 1. Unconfirmed as the failure could not be reproduced (reference: MDR number 3006260740-2019-03344) h3 other text : evaluation findings are in section h.11.

Event description:
The device would shut off by itself and would not turn back on. The user would have to plug the device in to get it to reboot.